Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found. No problem found with sensing. It was noted the lower case was broken.

Event description:
It was reported that the external pulse generator paced normally but appeared not capable of sensing. The generator was changed out and all was fine. The generator was returned for service. No patient complications have been reported as a result of this event.